Event description:
It was reported that the cartridge was leaking from the septum. The customer loaded a new cartridge to address the issue. The customer's blood glucose level was 105 mg/dl,

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.